Event description:
The peritoneal dialysis catheter developed a hole along the blue strip by the connector. The catheter was placed on (B)(6) 2014 and is still in place. The catheter was repaired using a new connector. No harm or injury to the patient was reported.

Manufacturer narrative:
No device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.